Event description:
User reported that she experienced itchiness during cup use and her doctor prescribed medication for yeast infection and the symptoms subsided. She had initially used dial antibacterial soap for cleaning the cup, but even after boiling only with water, she again experienced the same symptoms and therefore decided to discontinue use.